Event description:
The customer reported that her daughter was hospitalized in the intensive care unit. They were not sure what the cause was or if the pods were a contributing factor. She did not provide any further details. In a follow-up call, the mother stated that she did not have the pdm and was unable to discuss the event other than saying that her daughter had been hospitalized and they did not know the cause of the issue, despite running "a bunch of tests".

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization. No lot qualification records were reviewed, as the product lot number was not provided.